Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, starclose se sheath splitting was a little difficult with some resistance felt. The starclose se clip was attempted to be deployed; however, it was still attached to the distal end of the delivery tube. Manual arterial compression was used to achieve hemostasis. The delivery tube was found kinked and the sheath looked demolished at the distal end. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported resistance deploying the thumb advancer, clip deployed at the distal end, and damages were confirmed based on the returned device condition. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.